Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: d224trk crt-d, implanted: (B)(6) 2015. (B)(4)

Event description:
An implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately 4 months after device was implanted and 5 years after the leads were implanted. The cause of death has been requested and not received.